Event description:
The operating physician had the reperfusion catheter 032 in the patient attempting to aspirate the clot. Advancement of the first separator flex 032 resulted in the inability to advance through the catheter into the target vessel. A second separator flex was opened and again, could not be advanced through the catheter. The physciain then decided to use the catheter to break up the clot.

Manufacturer narrative:
Device investigation: results: the distal section of the catheter is flattened between 5.5 and 18.0 cm from the distal tip . A 0.032" mandrel was introduced into the hub of the catheter and advanced distally. Progress was smooth until the tip of the mandrel reached 18.0 cm from the distal tip where all movement stopped. The catheter is non-functional. Conclusion: difficulty advancing the separators through the reperfusion catheter was confirmed. The extensive flat spot in the catheter compromised the lumen diameter making it impossible to pass the separators through. The flat spot may have occurred due to tortuous patient anatomy during positioning at the treatment site. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.